Manufacturer narrative:
The subject device was returned to an olympus service center for evaluation. Upon inspection and testing of the returned device, the reported issue (b30 error code) was confirmed and found to be caused by water invasion. In addition, service found the bending cover was scratched, and the forceps elevator was slant. The investigation is ongoing; therefore, a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported the subject device displayed a b30 error code (scope communication error). The reported issue occurred after the intended procedure was successfully completed. There was no patient or user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified; however, the event most likely occurred due to the following: 1) breakage of the ccd cable between the scope connector wiring section and the ccd transmission section built into the tip of the device 2) ccd cable short circuit (contact failure) in scope connector wiring 3) dielectric breakdown inside the ccd and deterioration of the video connector board due to handling such as the following: a) the system ground wire was not connected. B) the scope connector is plugged or unplugged while the system is powered on. C) dirt or moisture adhered to the scope connector contacts. D) non-compliance with reprocessing conditions such as autoclave. The event can be detected/prevented by following the instructions for use which state the following: 1) "do not insert the video connector while the electrical contacts are wet and/or dirty. This may result in an electric shock, causing severe damage to the endoscope and compromising patient and/or operator safety." 2) "turn the video system center on only when the video connector is connected to the video system center. In particular, confirm that the video system center is off before connecting or disconnecting the video connector. Failure to do so can result in equipment damage, including destruction of the image sensor." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Additional information added to field h3 and h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 4 years since the subject device was manufactured. Based on the results of the investigation, root cause of the suggested event could not be specified. However, the event most likely occurred due to the following: breakage of the ccd cable between the scope connector wiring section and the ccd transmission section built into the tip of the device ccd cable short circuit (contact failure) in scope connector wiring dielectric breakdown inside the ccd and deterioration of the video connector board due to handling such as the following: the system ground wire was not connected, the scope connector is plugged or unplugged while the system is powered on dirt or moisture adhered to the scope connector contacts. Non-compliance with reprocessing conditions such as autoclave. The event can be detected/prevented by following the instructions for use which state the following: "do not insert the video connector while the electrical contacts are wet and/or dirty. This may result in an electric shock, causing severe damage to the endoscope and compromising patient and/or operator safety.". "Turn the video system center on only when the video connector is connected to the video system center. In particular, confirm that the video system center is off before connecting or disconnecting the video connector. Failure to do so can result in equipment damage, including destruction of the image sensor.". Olympus will continue to monitor field performance for this device.